Event description:
The account alleges that the patient was shown to have pericardial effusion several hours after procedure had completed. In the physician's opinion, it is unknown if the device or procedure caused or contributed to this patient complication of cardiac tamponage and pericardial effusion. Surgical intervention and prolonged hospitalizations were coded as the patient outcome. The patient is expected to fully recover.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the product history and complaint database could not be performed since the lot number was not provided.